Manufacturer narrative:
Product complaint # (B)(4). (B)(4). No additional information is available. If further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011 and the mesh was implanted. It was reported that the patient experienced urinary tract infections every month, pain in relationships, loss of sensation in the vagina, urinary incontinence, pelvic pain, vaginal and anal electric shock, groin razor blades, pain and weakness in the legs, lower abdomen pain, and heaviness in the vagina.